Event description:
User experiencing pt urine samples that resulted negative for leukocytes, but were positive for leukocytes upon microscopic examination. User provided the following three pt urine examples. Sample 1, meter read negative for leukocytes; microscopic examination showed 20 to 50 per hpf. On (B) (6) 2009: sample 2, meter read negative for leukocytes; microscopic examination showed 20 to 50 per hpf. On (B) (6) 2009: sample 3, meter read negative for leukocytes; microscopic examination showed 20 to 50 per hpf. Erroneous results were not reported. The pts were treated based on the microscopic results, not the instrument results. No pt adversely affected. If additional info is received, appropriate notification will be provided.